Event description:
It was reported that a balloon rupture occurred. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During procedure, at dilation, it was noted that the balloon ruptured. The device was completely pulled out with the catheter from the patient and procedure was completed with another of same device. No patient complications reported. Patient was stable post procedure.